Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was opened and the sheathing around the jaws of the cautery had delaminated and was coming off. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was opened and the sheathing around the jaws of the cautery had delaminated and was coming off. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was opened and the sheathing around the jaws of the cautery had delaminated and was coming off. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 18dec2019 and investigated on 17jan2020. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted and it also shows that the insulation on the middle of the cold jaw (concave side of the jaw) was torn away, and detached. The other side of cold jaw (convex side of the jaw) was completely torn. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and the analyzed failure ¿material bent/twisted; wire".